Manufacturer narrative:
(B)(4): the customer reported the device was not working in operating mode. No patient involvement was reported. The device was evaluated by a philips field service engineer. The symptom was verified, an ECG equipment malfunction message was noted. The device failed the opcheck test with therapy related errors. The issue was localized to the processor pca. The processor pca was replaced to resolve the issue. The device passed all testing and remained at the customer site.

Event description:
The customer reported the device was not working in operating mode. No patient involvement was reported.